Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2012. There were many causes of death; hypoglycemia was listed as one of the causes on the death certificate. The customer had heart disease, (B)(6) from hip replacement, kidney failure, and was going through dialysis. The caller stated that the customer's blood glucose dropped due to insulin overdose; the customer was wearing the insulin pump but was not eating, and no one helped him to get his blood glucose up while he was going through dialysis. The customer's last blood glucose reading was 40 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller has given the customer's insulin pump to the endocrinologist's office.